Manufacturer narrative:
Customer report was confirmed. Catheter was found to have a short condition between the proximal and distal electrodes at the y-adapter area. Balloon inflated clearly and concentrically, and leakage was not observed. There was no visible damage observed to the catheter body.

Event description:
It was reported that "a pacing failure occurred during use." There were no patient complications reported.